Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photo associated with this case was received for evaluation. Batch record review: the lot 2e02037 was manufactured on 12 may 2022 bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 28 aug 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704770 and manufacturing order 1634004. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: symptom: trapped in the seal. 1w: a dressing was located in the sealing area. 2w: during the transportation on the conveyor the dressing get. 3w: one of the pins that guides their path was not retracting on time. 4w: pin stopper that allow guides to turn down simultaneously were damaged. 5w: pin stopper and guides mechanicals wears. (Machine). An evaluation was done in the transportation system, sealing station and primary packaging process in doyen b and it was observed when one of the pins that guide the dressing through the conveyor get retired first, the second one pushes and distorts the centralized position of the pieces taking them to the sealing area. All the other process variables were verified as part of the investigation and also it was found an opportunity in the current machine detection system: material: no issues were found. Manpower: opportunities were found related to execution of the inspection . Process as per pi31-136 ver 6.0. Method: there is an opportunity related to have a detection system to ensure. To catch dressing trapped in the seal during manufacturing production. Measurement: no gaps related with this variable were identified. Environment: no gaps related with this variable were identified. Machine: mechanical wears over time. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by a retailer that there was damage to packaging where seal was incomplete, and dressing was extruded. The product was not used. A photograph depicting the issue was received from the complainant.